Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The moderately calcified lesion was located in the left circumflex. On the third inflation the 2.0x12mm apex monorail balloon ruptured at 10 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is good with no complications reported.